Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose was unknown. The customer was treated with syringe. The customer stated they are receiving a compromised force sensor alarm. Customer stated that they are unable to exist the preparing to prime loop. The customer stated that the device was not dropped or bumped. The customer stated that the drive support cap appears normal. The customer stated that he has not pressed the cap while connected. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the possible cause of the alarm is during seating the force sensor did not detect the reservoir. The customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test due to cracked end cap. The insulin pump had minor scratched lcd window.